Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was replaced because it "was not working right." The device was explanted and replaced. No patient complications have been reported as a result of this event.